Event description:
It was reported that the patient was seen for a routine check on his vns battery status and high lead impedance was observed. The device was programmed off. Additional information was received that the high impedance was noted during normal mode diagnostics. There has been no reported patient trauma or manipulation. A battery life calculation was performed with the available data and revealed between 3.0 and 3.9 years remaining until eri = yes for this patient's device. No known surgical interventions have occurred to date.